Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that a replacement procedure was scheduled to replace this pacemaker that was at elective replacement time (ert). The right ventricular (rv) lead also planned to be replaced due to high pacing thresholds, noise, oversensing, pacing inhibition and loss of capture (loc). During the procedure it was reported that the device header was loose and was coming detached from the can. The lead integrity of the rv lead was verified to be stable. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection confirmed the header was separated from the device case. The medical adhesive (ma), used to affix the header to the device case, remained on the bottom of the header with no ma on the case. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case.